Event description:
Fmc canada complaint (#0975) rec'd for evaluation. Customer complaint record states "six blood leaks" and nothing further. 5/26/99 fmc canada called to retrieve info for complaint investigation. Actual samples discarded, returning six companion samples. Quality systems not informed of blood loss, pt injury or illness or any med intervention associated with these incidents. 5/26/99 customer reported a 300cc blood loss. Model of dialyzer reported as f80. Incomplete pt info provided. This is second of six reported leaks without further info made available by the customer. MDR filed due to blood loss.